Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon chose value angle mode in a positioning hole for the screw. Surgeon inserted and locked the screw by a driver with torque limiter. However this screw in distal row most styloid hole was penetrated, went through the hole. Surgeon removed screw through plate hole however the surgeon chose for the plate to remain in the patients body. Finally he closed and finished this surgery. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4). Device was not explanted. The manufacturing records were reviewed and no complaint related issues were found. The device was not returned.